Event description:
It was reported that patient underwent right total hip arthroplasty in 2006, during which he received a durom acetabular component. Post-op patient reports he experienced pain and underwent revision surgery in 2009.